Event description:
Post market surveillance review of literature found a report of two depuy synthes spine x-mesh cages and post-operative subsidence. Article title: ¿radiological outcomes of static vs expandable titanium cages after corpectomy: a retrospective cohort analysis of subsidence¿ publication date: apr 2013. N=2: cage subsidence. The following mfg. Medwatch reports are being filed for the two x-mesh cages that are reported to have subsided: 1526439-2014-12230, 1526439-2014-12231.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.